Event description:
It was reported that during a lap colon procedure, the display showed instrument. No further info is available. Completed the case with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4): clamp arm detached. Evaluation summary. The analysis results confirmed that the device was returned with the clamp arm detached. Also, the distal tip of the blade was broken off and missing. The remaining blade portion had scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error". Each deice is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.